Manufacturer narrative:
The insulin pump alarmed button error due to moisture damage on keypad traces. The insulin pump was received with minor scratched display window, cracked display window, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed button error multiple times. The customer's blood glucose was above 100 mg/dl. The discontinuation of the device was advised. Nothing further was reported.